Event description:
The customer reported that the insulin pump did not alarm low reservoir twice when she ran out of insulin. The customer also mentioned getting a no delivery alarm. Assisted the customer to run a displacement twice and the device started to count up. Advised the customer revert to back up plan. The customer stated that she works in an area with an MRI. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed no delivery due to it recognized reservoir with no reservoir installed during the displacement test due to motor encoder signal out of phase. However, unit passed rewind, basic occlusion, occlusion, prime, and the no delivery alarm tests.